Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl due to inadvertently enabling the sleep mode setting. High bg was addressed with a correction bolus. Tandem technical support assisted in disabling sleep mode and customer successfully resumed insulin therapy.